Event description:
It was reported that an asymptomatic patient presented during a follow up in clinic. Upon investigation, it was revealed that the ventricular lead was post paced t wave oversensing. The patient did not receive therapy during oversensing. The oversensing was noted on a stored egm. Programming changes were performed. Patient was fine.